Event description:
It was observed that during device evaluation, the ultrasonic gastrovideoscope exhibited deep dents, and sharp edge white cap probe tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device